Event description:
A (B)(6) female admitted for elective laparoscopic hysterectomy due to history of fibroids. She was taking simvastin and amlodipine for hypertension and cholesterol but no other significant medical history known. The procedure began with the use of the co2 insufflator to inflate the abdominal cavity. The use of the insufflator throughout the procedure continued as planned with all routine laparoscopic procedures. The surgeon applied the evicel closure product and began closing the wounds, when the patient went suddenly into asystole and then ventricular tachycardia. (B)(6) protocol was started immediately. After several attempts to resuscitate the patient, the patient was pronounced.